Manufacturer narrative:
2 lots were affected - 210960 and 204924 with the same issue/complaint and have been addressed in this form.

Event description:
Noticed upon injecting all 3 rings that the ring did not deploy right when it started to inject into the eye. No patient impact or injury.